Manufacturer narrative:
On november 10st, 2020 stryker trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. The threading portion of the screw under the head is missing. Left in baseplate. Surgery was completed (screw left in baseplate). The 3 other screws guarantee the stability of the implant. A review of the device history for the reported lot did not indicate any abnormalities.. Screw rupture under head may be related to several reasons: in case of a motorized screwdriver use which may generate an excessive torque. In screwing on the last threads of the screw with a relatively dense bone in link with the screw length (38mm of length in this case). In case of a bad hexagonal gripping/fitting between the screw and the screwdriver. According to the data available and the analysis conducted on the device, the root cause could not be clearly determined.

Event description:
While locking the screw, without more power, the screw head broke off. The rest of the screw was left and still gave compression to the baseplate, but no locking any more. The other locking screw was without problems locking.